Manufacturer narrative:
H3, h6: the device was returned for root cause analysis, and the investigation findings confirmed the customer reported issue. The event history log showed error code 1819 and error code 1816 occurred during functional testing. Visual inspection revealed the downstream occlusion (dso) sensor was pressed in. The cause of the customer reported problem was the motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso sensor and motor were replaced to address these issues.

Event description:
It was reported that the pump gave the error 1816 indicating the motor feedback was inactive. There was unknown patient involvement, and unknown signs or symptoms experienced.